Event description:
This is a limb salvage case. The device was half deployed in the sfa when the catheter siezed up. The inner and outer of the delivery system seized. The physician then at a last resort pulled the whole system out and stopped. The pt will need surgical intervention to remove stent fragments. The physician feels the catheter stretches and this is a big problem. Add'l info rec'd five days later via phone call: surgical intervention: open the groin area and integrate, then open vessels and either stent the pieces that dislodged from the stent or remove the stent fragments and re-stent to salvage the limb.